Event description:
It was reported that the patient presented in the hospital due to atrial fibrillation with rapid ventricular response (af with rvr) falling in the ventricular fibrillation zone. X-ray was performed and noted possible conductor externalization. A slight increase in capture threshold was observed. No intervention was performed. The patient was stable.